Event description:
Boston scientific crm received information that this lead was explanted the same day as implanted due to no capture and undersensing post implant. A new lead was successfully implanted. To date, no adverse patient effects were reported. A new lead was successfully implanted and this lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary.